Manufacturer narrative:
One medfusion pump was returned for analysis. The device was visually inspected and found to be in good condition. During the testing, the pump was not alarming but the pump was not operating correctly. Customer's complaint was not verified. Service found particulate contamination around rn2. Service replaced the interconnect board, cleaned, greased, and recalibrated. The problem source is identified as a supplier issue with the interconnect board.

Event description:
Information was received that the medfusion pump alarmed. Customer did not report the actual error. No reported adverse effects.